Event description:
It was reported that the customer had a history anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was unable to upload to carelink. The customer was advised that we checked the carelinks reports for data and has found no date from (B)(6) 2015. The customer thank the representative for helping to discover the information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.